Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that the motor device "exploded when testing before the case." The precise date of the event was unknown, however, the reporter stated the event occurred in 2013. The reporter stated that there was no delay in the surgery as an identical spare device was available. There were no injuries or medical intervention reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. All available event information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.